Event description:
It was reported that the rotation speed was not stable. A 1.25mm rotapro was selected for use. After the last pass, when the burr returned from the diseased section of the artery to the starting position, the shut-off button on the advancer failed to engage and the burr continued to rotate at high speed. After several unsuccessful attempts to turn off the handle via the button, the power to the console was turned off. When the console was turned on, the button on the advancer did not work, only the dynaglide mode worked. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the rotation speed was not stable. A 1.25mm rotapro was selected for use. After the last pass, when the burr returned from the diseased section of the artery to the starting position, the shut-off button on the advancer failed to engage and the burr continued to rotate at high speed. After several unsuccessful attempts to turn off the handle via the button, the power to the console was turned off. When the console was turned on, the button on the advancer did not work, only the dynaglide mode worked. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
H6 device code: corrected. E1 initial reporter facility name: (B)(6).